Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This stockert 70 rf generator was manufactured before september 24, 2014, therefore no UDI is applicable for this product with serial number (B)(4). (B)(4).

Manufacturer narrative:
Evaluation summary. (B)(4). It was reported that a patient, (B)(6) male, underwent an atrial flutter (afl) procedure with a stockert 70 system and the patient suffered a second degree burn, which was treated with prescription grade ointment. The patient¿s medical history is unknown. This skin burn was discovered days after the procedure at the physician¿s office. The patient received a skin burn after ablation from the indifferent electrode grounding pad on two corners were the pads were involved. One corner was a first degree burn which required no further treatment. The other corner was a second degree burn which was treated with prescription grade ointment. The patient contact area and the indifferent electrode were properly prepared per the indifferent electrode instructions for use. The indifferent electrode was positioned at a location on the back as close to the heart as possible. Prior to placement, the skin area was prepped per the association of perioperative registered nurses (aorn) guidelines. The entire surface area of the grounding pad was in complete contact with the patient¿s back. No pockets of air existed between the skin and the underside of the indifferent electrode. Upon opening the package for the grounding pad, the indifferent electrode was not dry. There were no error codes reported by the generator involved for this procedure. The patient did not require extended hospitalization because of the adverse event. The patient injury was evaluated and it was determined that issue was not related to device. Service was declined. The device history record (DHR) review verifies that the device was manufactured in accordance with documented specification and procedures.

Event description:
It was reported that a patient, (B)(6) year old male, underwent an atrial flutter (afl) procedure with a stockert 70 system and the patient suffered a second degree burn, which was treated with prescription grade ointment. The patient¿s medical history is unknown. This skin burn was discovered days after the procedure at the physician¿s office. The patient received a skin burn after ablation from the indifferent electrode grounding pad on two corners were the pads were involved. One corner was a first degree burn which required no further treatment. The other corner was a second degree burn which was treated with prescription grade ointment. The patient contact area and the indifferent electrode were properly prepared per the indifferent electrode instructions for use. The indifferent electrode was positioned at a location on the back as close to the heart as possible. Prior to placement, the skin area was prepped per the association of perioperative registered nurses (aorn) guidelines. The entire surface area of the grounding pad was in complete contact with the patient¿s back. No pockets of air existed between the skin and the underside of the indifferent electrode. Upon opening the package for the grounding pad, the indifferent electrode was not dry. There were no error codes reported by the generator involved for this procedure. The patient did not require extended hospitalization because of the adverse event.